Event description:
Medtronic received info that this bioprosthetic valve, implanted 19 months, had a pseudoaneurysm repaired near the sewing cuff.

Manufacturer narrative:
Evaluation method code: device history reviewed. Results code: device history review found the product met specifications when released for distribution. Conclusion code: cause of event attributed to pt condition. Analysis: upon receipt at medtronic's quality laboratory, remnants of the valve and native aortic tissue were received for analysis. Pieces of thost tissue were also received with the valve remnants. Rolled edges were noted in a section of the valve wall that was torn; showing possible location of a pseudoaneurysm. A long piece of glistening off-white pannus was received for analysis. Two small pieces of brownish thrombotic host tissue were received with the valve. Radiography shows no evidence of mineralization in the valve and host tissue. Conclusion: the device history record was reviewed, and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Gross analysis was limited as only the portion of the valve that was excised during the repair was received for analysis. However, past experience has shown that the rolled edge identified in the valve wall is consistent with pseudoaneurysm.